Manufacturer narrative:
(B)(4). The device was discarded by the customer; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv5 leaked. This occurred after filling the device with an unknown chemotherapy drug. The reporter stated that the leak was observed between the blue winged cap and the administration tube set. There was no patient involvement. No additional information is available.